Event description:
On (B)(6) 2013, the lay user/patient in the us contacted lifescan to report the onetouch verio iq meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient discovered the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient manages his diabetes with insulin pump therapy. After the attempted use of the meter, the patient experienced the symptoms of feeling hot and sweating. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. Troubleshooting revealed the patient was using the incorrect test strips for the reported meter, onetouch ultra test strips, which are not designed to work with the verio meter. The patient¿s testing technique was incorrect by attempting to use the incorrect test strips with the reported meter. There is no evidence the product was not functioning appropriately. However, as the patient allegedly suffered symptoms indicating severe hypoglycemia after this event occurred, and received treatment with food, this complaint is being reported.